Manufacturer narrative:
E1 - this complaint was received through: (B)(6). The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in that experienced leakage during use. It was stated in the report that the blue clave above burette was leaking during infusion. The event occurred on 29-apr-2025 during priming. Methotrexate was involved in the event. There were no obvious defects noted on the product and no other defects noted. Therapy was resumed after replacing the product. There was patient involvement reported and no patient harm/adverse event reported. There is one quantity affected and no sample is returning for investigation as a chemo drug was used.

Manufacturer narrative:
No 142730490 product samples, videos or photographs were returned for investigation. The device history lot number was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.